Event description:
(B)(6) has a 9785-2 shower chair and the rubber on the rear legs is cracking where the suction cup meets the metal. He has replaced rear leg extensions 3 times. Dealer referred to invacare. Advised unit is still under warranty and dealer can order replacement rear leg extensions under warranty.